Manufacturer narrative:
The insulin pump received a motor error alarm during rewind due to an encoder out of phase. We were unable to perform the displacement test due to a constant motor error alarm. The pump was received with a scratched lcd window, a cracked reservoir tube lip, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history.